Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an ins incisional site infection and experienced redness, pain, and purulent drainage from the incision site. The patient was treated with antibiotics on (B)(6) 2023. Then, the patient was perscribed keflex on (B)(6) 2024. A culture was taken, indicating preoteus mirabilis and staphlyococcus aureus, and then the patient was treated with bactrim.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an ins incisional site infection and experienced redness, pain, and purulent drainage from the incision site. The patient was treated with antibiotics on (B)(6) 2023. Then, the patient was perscribed keflex on (B)(6) 2024. A culture was taken, indicating preoteus mirabilis and staphylococcus aureus, and then the patient was treated with bactrim.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had an ins incisional site infection and experienced redness, pain, and purulent drainage from the incision site. The patient was treated with antibiotics on (B)(6) 2023. Then, the patient was prescribed keflex on (B)(6) 2024. A culture was taken, indicating proteus mirabilis and staphylococcus aureus, and then the patient was treated with bactrim.